Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinical specialist reported on behalf of the neurosurgeon that an (B)(6) female patient had an ip1p (kit containing cc1.p1 and the ip1 introducer) inserted and it was reading -1 to 1 and did not respond to oxygen challenge. Date of the incident was not provided. Additional information was received on 02oct2018 indicating that the malfunction had no significant effect on the patient's condition. However, approximately 18 to 20 hours after initial placement, the probe and bolt were removed and a new bolt with probe were placed. The new setup worked fine.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. Ip1p is a kit including licox probe ref cc1.p1 and introducer ip1. Cc1p1 probe sn (B)(4) was received without its protective sheath, inserted in the introducer ip1. The probe was removed from the introducer: a kink was noted at the level where the probe exits from the introducer. The probe active area also featured several air bubbles. Plausibility test (in air) showed stable values (93.8mmhg) but lower than expected (144.8 to 154.7mmhg). Oxygen challenge was performed and showed the probe reacts correctly. An investigation of the device manufacturing records was conducted by the manufacturer. The device history records were reviewed and did not reveal any anomaly that could explain the reported incident. The complaint is not verified. The probe is responsive to variations of oxygen concentration. However, the oxygen measured values are lower than expected. Each probe is verified to be within specifications at time of manufacturing, and the probe sn 184 was tested within specifications as shown on the device history records. Presence of air bubbles in the sensitive area are related to the damage of the tubing at the level of the sensitive area and reflects a lack of electrolytic solution: this can explain the oxygen values are lower than expected. The damage of the tubing may be related to the return conditions (probe inserted in the introducer and placed in a bag). The exact cause of the reported very low reading and absence of response to an oxygen challenge could not be determined by the investigation. UDI#: device identifier ip1p: (B)(4). Device identifier cc1p1: (B)(4).